Event description:
It was reported that the customer received excessive no delivery alarms on the insulin pump. The customer has tried different cannula lengths. The insulin was reportedly not expired or denatured. The customer rotated sites and avoided scar tissue. It was also stated she was using the device according to instructions for use. The tubing was neither bent nor kinked. It was further stated that the customer had tried all remedies. It was advised to revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the displacement, prime and excessive no delivery alarm tests. No excessive no delivery alarm was noted. The insulin pump had a cracked reservoir tube lip, cracked battery tube threads, a cracked case near a display window corner, and a stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.